Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that patient had their first implant put in on december 9th of last year and they assumed it was working but it wasn't. Caller stated that they fell in january and stated that they thought the device wasn't working and "didn't seem good". Patient said they went to the doctor and they did x-rays and checked the device twice and said it didn't look like there was any problem. Patient then said that the device was still not working so they had some adjustments made. Patient finally convinced manufacturer representative (rep) that there was something wrong and rep scheduled for the patient to have the device removed and put in a new one on june 4th. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.